Event description:
A customer reported the swivel mechanism of their epiq 5g ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer inspected the system finding the solenoid lock does not make the full lock stroke on the rack. A piece of fairing lock had fallen into the back preventing the solenoid shaft from locking the rotating movement of the panel. The engineer removed the piece of fairing, and also cleaned and lubricated the shaft. A thorough investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was caused by a hardware issue in the articulating arm latching mechanism preventing the locking solenoid from fully engaging.